Event description:
It was reported to nova biomedical that a consumer received high readings and was administering insulin based on the high results. Subsequently, the consumer experienced a hypoglycemic event which required medical intervention. When the consumer was brought to the hospital, they tested him and received a result of 50 mg/dl. The test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.